Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
The patient presented to the emergency room with complaint of 'general malaise'. The pump logs were checked; however, results were not provided. The patient status was reported as 'alive - no injury'. The device system was used to deliver hydromorphone. Additional information indicated that a blood patch was performed for possible csf (cerebrospinal fluid) leak. The pump and catheter were ok.